Manufacturer narrative:
The reported field event of ble connection issue was confirmed by device data review. Final analysis found the bluetooth issue was due to a chip reset error. The reset was intermittent, and it was not reproduced during testing; hence, the root cause of the issue remains undetermined. No further anomalies were detected.

Event description:
It was reported that prior to implant procedure, the new implantable cardioverter defibrillator failed to maintain bluetooth connectivity upon entering new patient information. The device was not installed in procedure on (B)(6) 2024. There were no consequences to a patient.